Manufacturer narrative:
Product evaluation: an event of acute structural valve deterioration was reported. Gross morphological and histopathological examination revealed a tear in the free edge extending to the base of leaflet 1. Fibrous pannus ingrowth on the inflow surface was also observed on leaflets 1 and 3. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 25 mm trifecta valve was implanted. Acute structural valve deterioration was reported. On (B)(6) 2018, the valve was explanted and one of the leaflets was observed to have a tear from the point of contact at the top of the post downward following the stitch line. The tear ends a few millimeters from the center point of the leaflet, near the nader position. The valve had no visible calcification. A 25 mm edwards magna ease was implanted. The patient is reported to be recovering.